Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. The emdr represents the bard/davol ventralex (device 1). The patient's attorney made no allegations related to the bard/davol ventrio st. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008 the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). It is alleged that on (B)(6) 2012, the patient had unspecified injuries and implant of an unspecified bard/davol ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."